Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient was scheduled for routine change out and the physician was considering lead replacement as well. Boston scientific technical services (ts) discussed troubleshooting options. Records indicate the device implanted with this lead was explanted and that this lead remains in service. No adverse patient effects were reported.